Event description:
It was reported that balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured on the second inflation between 8 to 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as result of the event.

Manufacturer narrative:
E.1. Initial reporter phone and city: (B)(6).

Manufacturer narrative:
E1 -initial reporter city: (B)(6). Device evaluated by MFR: the pcb device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks and damage along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured on the second inflation between 8 to 10 atmospheres. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as result of the event. It was further reported that the balloon ruptured at 8 atmospheres from a pinhole.